Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy to remove essure 5 days ago') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("chronic pain in my joints"), weight fluctuation ("lost 6 lbs after surgery"), fatigue ("post surgery actually feel like geting out of the bed") and abdominal pain upper ("stomach still hurts"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown, the arthralgia had resolved and the weight fluctuation and fatigue was resolving. The reporter considered abdominal pain upper, arthralgia, fatigue, medical device removal and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy to remove essure 5 days ago') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced arthralgia ("chronic pain in my joints"), fatigue ("post surgery actually feel like geting out of the bed") and abdominal pain upper ("stomach still hurts") and was found to have weight increased ("lost 6 lbs after surgery"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown, the arthralgia had resolved and the weight increased and fatigue was resolving. The reporter considered abdominal pain upper, arthralgia, fatigue, medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.